Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. Customer¿s blood glucose level was unknown. Customer reported that they were unable to clear the alarm. Customer reports insulin pump did not require rewind. Customer not able to complete rewind. The insulin pump will be returned for analysis.